Event description:
It was reported that on (B)(6) 2012, the patient presented with an emergent medical condition. After predilatation of the heavily calcified, mid right coronary artery (rca) target lesion, using a non-abbott balloon, a spiral dissection occurred in the rca. The rx mini vision was inserted, but was unable to cross the target lesion either due to the calcification or the dissection. Resistance was felt during removal of the stent delivery system (sds) and the rx mini vision stent dislodged from the sds. The rx mini vision stent was last seen in the aorta, but the stent became lost in the patient's anatomy and was unable to be snared. The dissection extended into the aorta requiring the patient to go into emergency surgery to treat the dissection. The patient expired on (B)(6) 2012 from right heart failure. The physician does not think the stent dislodgment contributed in any way to the patient demise. After the dissection surgery was imminent, but implantation of the mini vision stent was attempted to stabilize the patient. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.